Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2021, it was noticed that 6.5mm cannulated screw wasn´t fully cannulated. The surgery was not delayed. No further information provided. This report is for one (1) 6.5mm cannulated screw 16mm thread 60mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a product investigation was conducted. The product was returned to depuy synthes and sent to manufacturing site: jabil: grenchen for evaluation. The jabil: grenchen team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on cannscr ø6.5 self-drill l60/16 sst. The product was returned in an opened non depuy synthes bag. The affected article has no traces of use on its surface. This type of screw is laser-marked during the manufacturing process. The traceability is guaranteed due to the laser marking. A dimensional inspection was performed for the cannscr ø6.5 self-drill l60/16 sst and failed due to a spiral complement (chip) in the screw cannulated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cannscr ø6.5 self-drill l60/16 sst. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the cannscr ø6.5 self-drill l60/16 sst confirmed that the cannula was blocked with a chip. Jabil: grenchen initiated non-conformance (nc) to further evaluate and determine the manufacturing error in detail that led to the complaint condition. CAPA was already created to address this issue. Any further actions will be determined under jbl-nr opened at jabil: grenchen. H6: a device history record (DHR) review was conducted: 04.02.2022: product code: 208.407, lot number: 83p3204, manufacturing site: grenchen, release to warehouse date: 22.12.2020, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4.